Event description:
During laparosocpic cholecystectomy, the device was being used through the audo suture - 11mm it was noted by the physician that a portion of the liver had been burned. It was identified that a portion of the insulation on the l-hook was melted.